Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00194, the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It was noted that the patient anatomy was tortuous. During the procedure, physician advanced a smart coil in the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. After three failed attempts, the smart coil was removed. The procedure was completed using another smart coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00194.